Event description:
Tampon unraveling. Top layer peeling away from cotton core [device breakage]. Tampon unraveling when removing [complication of device removal]. Case description: consumer reported via e-mail that outer layer of tampon is unraveling during removal. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon unraveling...top layer peeling away from cotton core [device breakage] tampon unraveling when removing [complication of device removal] case narrative: consumer reported via e-mail that outer layer of tampon is unraveling during removal. No injury reported.